Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the right pulley wire fluid damage, the mecha base plate fluid damage, the zoom motor fluid damage, the ccd module fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the pcb for r.c/zoom switch fluid damage, the insertion flexible tube (ift) buckled, the forward body cover cracked, the mecha base plate corroded, the lg cable connector corroded, the operation channel leak, the remote control button(2) cut, the zoom motor malfunction, the pcb for r.c/zoom switch malfunction, the distal body worn out, the bending rubber discolored, the segment hooking, and the operation channel blocked; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.